Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reinstalled to address the issue. Additional findings not related to the malfunction/issue was proactively replacing the system board and blower assembly. After the software was updated and the parts replaced on the device, a final and run-in tests were performed, and the battery and valve checks performed on the device. The device was operational and cleaned.